Manufacturer narrative:
Concomitant products: product ID: 5076-52 lead, implanted: (B)(6) 2008. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the lead replacement procedure, the right ventricular (rv) lead also dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.